Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the laparoscopic radical resection of sigmoid colon cancer surgery, after fired, noted that the sigmoid colon tissue was not cut completely. Donuts were not complete. Changed the new one to complete the procedure. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 01/11/2021. D4: batch # u5cx7v. H6: component code = mechanical (g04). Per photographic evaluation: upon visual inspection of five photos, the following was observed: picture, one shows a close view of the anvil and casing of the device, traces of body fluids are present, and the casing is empty with no washer half. Picture two shows the anvil of the device with the washer present, with body fluids, uncut and indented. This condition is consistent with an interrupted firing cycle or and out of range setting. Third picture shows a partial look at the box, only showing the ethicon logo and a bar code label. Fourth picture shows the device inside a biohazard plastic bag, with the anvil extended and with the safety lockout engaged. Next to it the box carton is also showed inside a biohazard plastic bag with the label side facing up, lot u40e58 and expiration date 2025-05-31 are visible. Fifth photo shows a closer look at the back label of the box, the box is inside a biohazard plastic bag with traces of body fluids present. Based on the photos reviewed, the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.